Manufacturer narrative:
The field service engineer (fse) examined the system. The fse installed a new glucose electrode and reagent syringe. Although multiple parts were replaced, the specific root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that an erroneously low glucose result was generated by the unicel dxc 800 synchron system. The system generated critical re-run feature was triggered and the result was within expectations. The results were not reported out of the laboratory. The sample was also re-run on another system and yielded a result within expectations. There was no change to the patients' care or treatment.